Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported symptoms of hypoglycemia with an aviva system blood glucose result of 591 mg/dl at 05:53 am. Customer self-treated low blood sugar symptoms of sweating, coldness, shakiness, and blurry eyes with food. Same system retest result at 06:03 am was 165 mg/dl. The customer reported he begins to feel hypoglycemic when his blood glucose result is 70mg/dl or below. He reported having symptoms of hypoglycemia on a different day with a same system result of 83 mg/dl. He self-treated low blood sugar symptoms with an apple and peanut butter. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.